Manufacturer narrative:
The insulin pump passed all functional testing. No unexpected alarms were noted. No cosmetic damage was noted.

Event description:
It was reported that the insulin pump alarmed no delivery for the past week. The blood glucose reading was 130 mg/dl. No significant events leading to the alarm were observed. Troubleshooting was declined. The customer wants the insulin pump replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)